Manufacturer narrative:
2/6/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a low anterior resection procedure, reportedly, the safety was broken and the instrument did not fire. The surgeon resected the purse string line and applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.